Event description:
A caller requested to speak to an online nurse for medical assistance. The caller was advised that he had reached the 24 hour product helpline. The caller stated that his sister was an insulin pump user, and needed medical assistance. The caller stated that he would be calling 911, then hung up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.